Event description:
It was reported that the patient received multiple inappropriate therapy due to p wave oversensing. The lead was capped and replaced. The patient is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.